Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 53 mg/dl. Customer called to ask about auto-mode, as they would get a threshold suspend before experiencing a low blood glucose level with the manual mode. The customer¿s blood glucose was 53 mg/dl and the sensor glucose was 73 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were in acceptable range. The customer did not report any symptoms. The customer was treated for the low blood glucose by suspending insulin delivery manually. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.